Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: actual sample received. Returned material showed reported defect. There was no documentation of issues for the complaint of batch 7206651 during this production run. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure mode. Investigation comments: all our inspections and testing performed while manufacturing this batch were accepted. No rejections were documented. On january 29, 2018, (B)(4) samples were received. They came in a (B)(4) plastic bag. The barrel labels confirm the lot# 7206651. Both have the plunger rod-rubber stopper all the way down. Instead of the tip cap both have a device screwed to the luer tip. After removing it, it can be seen that the tip got broken. Both have very similar characteristics on the tip damaged. The device attached to the syringe has two ports, one towards the top (the one screwed to the syringe) and one to one side (in 90º angle) with the same dimensions as the one on the top. One of this was used to screw this device to a new syringe getting the tip broken when it was screwed all the way down, the failure mode was reproduced. Root cause was determined. By screwing the device that is attached to the syringe all the way to the bottom and apply some force the tip, it got broken. By screwing it in that way the syringes are going to get broken.

Event description:
It was reported that the luer lock tip of multiple 10 ml bd posiflush¿ sp syringe(s) was easily broken, during use. There was no report of exposure, injury or medical intervention.